Event description:
Healthcare professional reported a right side "rupture of the breast implant with material leakage through the surcus submammary region" and "scarce viscous fluid leakage." The device has been discarded and explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ wound dehiscence: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events wound dehiscence and are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿material leakage through the surcus sub mammary region¿, ¿scarce viscous fluid¿, seroma and rupture. Photo analysis visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Wound dehiscence: unable to observe, since it is not related to the device. Seroma: unable to observe, since it is not related to the device. No additional observations are performed. Cont e1: phone number: (B)(6).

Event description:
Healthcare professional reported, a right side "rupture of the breast implant. With material leakage through the surcus submammary region" and "scarce viscous fluid leakage". Device has been explanted.